Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the affiliate, a stent fracture and total vessel occlusion was reported approximately two years post implantation of a cypher stent. A (B)(6) female with a history of hypertension was admitted with angina pectoris during the index procedure. A coronary angiography revealed that the patient's coronary artery distribution is a right dominant type. The right coronary artery (rca) was severely diffused and stenosed, the posterior descending artery (pda) ostial was 80% stenosed, the posterior left ventricular branch ostial was 80% stenosed. The proximal left anterior descending (lad) artery was 90% stenosed and the proximal left circumflex (lcx) was chronically occluded. The timi flow for the distal-lcx was grade 0. One endeavor stent was implanted in the proximal-lad and there was no residual stenosis after the procedure with resulting timi iii flow. Approximately one year and seven months later, the patient was admitted as acute coronary syndrome and unstable angina pectoris. Angiography revealed the proximal-rca was 80% stenosed. There was no in-stent restenosis at lad and the lcx was occluded. One 3.0 x 33 cypher stent was deployed 15atm for 10sec and implanted in the middle-rca. No residual stenosis was noted after the procedure. Approximately two years and two months later, stent fracture was reported in the rca and had 100% occlusion. The physician used a non-cordis balloon (10atm for 5sec) to pre-dilate the lesion and two taxus stents were implanted to treat the patient. The stented area was not in a location where the vessel was intramyocardial and there was no myocardial bridging noted. The reporter is not sure if the stent was partially or completely fractured. The patient was reported to be compliant with antiplatelet medications. No additional information was available. Four procedural films were received and reviewed by an independent cardiologist which noted the following. "Initially, the patient had an angiogram revealing multi-vessel disease with proximal and mid-lad disease, a completely occluded circumflex and diffuse disease of the right coronary artery. The patient underwent ptca stent placement to the proximal and mid segment of the lad with an excellent angiographic result. The attention was then turned to the circumflex which was totally occluded and intervention to this vessel was performed however the vessel was small in caliber and diffusely diseased; the end result with balloon angioplasty was poor with no significant improvement in this total occlusion. The patient then underwent a second procedure with again intervention to the circumflex which improved the flow to this vessel however there was extensive dissection visualized. The patient was brought back yet again a year and seven months later where another attempt at intervention to the circumflex was carried out which was similarly unrewarding. A fourth procedure conducted approximately four years after the index procedure revealed the patient had a right coronary with moderate to severe disease proximal and mid prior to the stent which was positioned in the mid-portion of the vessel. The films are not well copied and it is difficult to ascertain whether there is a fracture of the rca stent and I believe the reported narrative is incorrect because there is no complete occlusion of the right coronary artery. In the films that I have available to me, intervention with primary stent placement of the proximal and mid rca with a long stent in overlapping fashion was carried with an acceptable angiographic result. In summary, I do not believe the narrative description fits the findings on the cine-roms as describe above." The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Ses fracture has been recognized as a new potential mechanism of restenosis. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Based on the information available for review, the stent fracture could not be confirmed due to poor film visibility and the total vessel occlusion reported was not observed in the films. Therefore, it is not possible to draw a conclusion about a clinical relationship between the device and the events reported. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Initially the patient was treated with a cypher 3.0 x 33 stent at middle-rca in 2008. However, on (B)(6) 2011, the patient came for emergency treatment. Cag was performed and the result revealed that the cypher stent was fractured and had 100% occlusion. Then the physician implanted 2 taxus stents to treat the patient. So far the patient is in stable condition. Initially on (B)(6) 2007, cag result and index procedure was performed. The patient's coronary artery distribution is a right dominant type. The patient was admitted with angina pectoris. The right coronary artery (rca) was severely diffused and stenosed, the posterior descending artery (pda) ostial was 80% stenosed, the posterior left ventricular branch ostial was 80% stenosed. The proximal left anterior descending (lad) artery was 90% stenosed and the proximal left circumflex (lcx) was chronically occluded. The timi flow for the distal-lcx was grade 0. One endeavor stent was treated at proximal-lad and no residual stenosis after the procedure, timi flow was grade 3. On (B)(6) 2008, cag result and second procedure was performed. The patient's coronary artery was balance circulation type. The patient was admitted as acs and uap. The proximal-rca was 80% stenosed. There was no in-stent restenosis at lad and the lcx was occluded. One cypher stent was deployed 15atm for 10sec and implanted in the middle-rca. No residual stenosis was noted after the procedure. On (B)(6) 2011, cag result and third procedure was performed. The patient's coronary artery was right dominant type. A stent fracture was observed in the rca. The physician used another company's balloon (10atm for 5sec) to pre-dilate the lesion and implanted other company's stent (16atm for 5sec) at rca. No residual stenosis after the procedure. The patient was compliant with antiplatelet therapy.